Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that the catheter of the device broke in two parts as they were trying to close the artery. Though requested, no additional info was provided.